Event description:
It was reported to philips that the system c-arm geometry movements were not available. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint. The complaint device azurion 5 m20 (722281) is not sold in the us. However, its similar device 722228 is marketed in the us under 510(k): k200917.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the patient was moved to another system to complete the procedure. The philips field service engineer (fse) inspected the system onsite and confirmed that the c-arm geometry movements were not available. Upon troubleshooting, the fse checked the log files onsite and found the motor assembly error. It was confirmed that the amc (motor control board) was defective. To resolve the issue, the fse replaced the amc and performed the relevant calibration. After that, the system was returned to use in good working order. The codes were updated based on the investigation outcome.